Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a memory error for an integrated circuit. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was replaced due to elective replacement indicator (eri). The battery depleted much faster during the last year than expected. No patient complications have been reported as a result of this event.